Manufacturer narrative:
Pr 9216638 follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381023 and lot number 3167258. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see manufacturer narrative

Event description:
It was reported that bd insyte autog bc global catheter tip is damaged. The following information was provided by the initial reporter: oct 27th, 2023: bd insyte autogard bc pro 22ga lot #3167258. Multiple nurses have had issues with this insyte when attempting to place IV's. The cannula will not thread and appear to be frayed or damaged. Sometimes not obvious and results in failed IV attempts. November 6th, 2023: bd insyte autogard bc pro 22ga lot #3167258. IV catheters do not slhide trough skin easlily. Often no blood flashback - unable to determine if we are in or not. Catheter and needle too slippery so must hold on to both of them. Many IV insertion attempts linked to them. Medline, the distributor, is also aware of the incidents.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc global catheter tip is damaged. The following information was provided by the initial reporter: on (B)(6) 2023: bd insyte autogard bc pro 22ga lot #3167258. Multiple nurses have had issues with this insyte when attempting to place IV's. The cannula will not thread and appear to be frayed or damaged. Sometimes not obvious and results in failed IV attempts. On (B)(6) 2023: bd insyte autogard bc pro 22ga lot #3167258. IV catheters do not slhide trough skin easlily. Often no blood flashback - unable to determine if we are in or not. Catheter and needle too slippery so must hold on to both of them. Many IV insertion attempts linked to them. Medline, the distributor, is also aware of the incidents.